Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the removal, this lead fractured and broke in half due to the insertion of and pulling by the extraction tool. No return of product is intended.

Manufacturer narrative:
According to available information no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.